Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set tape not sticking. The set was in use for 2 days. No further information available.